Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 350cc mentor memorygel left breast implant and a 400cc mentor memorygel right breast implant experienced right sided rupture and left sided anisomastia post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: the customer initially reported that the patient experienced a bilateral rupture in the breast implants. Per additional information received, the right side was the only one found ruptured. During the visual evaluation of the device, no apparent damage or anomalies were observed. Manufacturer¿s reference number: (B)(4).